Event description:
The product was applied during the rmeoval of an epidural cyst. The wound dehiscend. The surgeon removed the suture and applied another product to correct the condition. The hosp has reported the pt had no post-operative complications.

Manufacturer narrative:
10/24/96- submission of supplemental report #1 to FDA by mfg.